Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon noted a posterior capsule rent during an intraocular lens (iol) implant procedure as the lens was inserted in the patient¿s eye. The lens was removed from the eye during the initial procedure and an anterior chamber lens was implanted to complete the procedure. Additional information requested.

Manufacturer narrative:
The lens was returned in a lens case. Viscoelastic is dried on the lens. Extensive damage is observed. This damage covers the entire optic and haptic edges with pieces from the damage in the case and on the optic surface. It is unknown how this damage was created. The customer indicated the use of a qualified associated product. The root cause could not be determined for the reported posterior capsule tear. A malfunction has not been indicated against the product. The manufacturer internal reference number is: (B)(4).